Manufacturer narrative:
The insulin pump alarmed prime during displacement test due to motor with high currents draw. The insulin pump was unable to perform displacement test due to prime alarms. The insulin pump was received with cracked case at display window corners, reservoir tube lip, cracked battery tube threads, minor scratched display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer received a compromised forced sensor alarm. Customer reported that drive support cap appeared normal. Insulin pump will be replaced.